Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history was performed and revealed no similar incidents related to this lot. In this case, it is possible that the balloon rupture is the result of interaction with the heavily calcified anatomy; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion in the heavily calcified left superficial femoral artery. The 6 x 80 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced to the target lesion without resistance, but during the first inflation, the balloon ruptured at 2 atmospheres. The procedure was completed using another unspecified armada 35 to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.